Event description:
It was reported that the patient never had therapeutic effect from the implantable neurostimulator (ins). An explant surgery was scheduled for (B)(6) 2012 because of the lack of effect and because the patient had other health issues that require MRI's. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v131835, implanted: (B)(6) 2008, explanted: na. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Product type: extension: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Product type: extension. (B)(4).